Manufacturer narrative:
Doctor performed an endobronchial tissue biopsy and took 5 tissue samples during the procedure. 1 sample was taken with this device during the procedure.

Event description:
Patient developed a pneumothorax, which required a chest tube and admittance to the hospital after a procedure with the veran spin system and endobronchial instruments.

Event description:
Additional information regarding the reported event: the procedure was able to be completed. The pneumothorax was identified after the procedure. Multiple veran instruments were utilized during the procedure. This report was submitted for the ins-5300 always-on tip tracked triple needle brush, 12mm l, 1.8mm od. Two other medwatch reports were submitted for instruments involved in the procedure: 3007222345-2022-00023 and 3007222345-2022-00024.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not included in the initial medwatch report and to provide the results of the investigation of the reported event. G3 of the initial medwatch report was blank. The date received by manufacturer was 17-oct-2022. As the product was discarded by the facility and the lot number was not provided, there is insufficient information to investigate the failure mode associated with the adverse event. The complaint details indicate that sampling was taking place despite a lack of endobronchial visualization and this caused difficulty for the physician to reach sample locations. Furthermore, multiple veran devices were used during the procedure and it is difficult to assess whether the pneumothorax was caused by any of the veran devices. The associated risk documentation lists a potential cause for pneumothorax is user sampling in anatomical areas that are inappropriate or aggressive in location, and therefore the root cause is mostly associated with user error which may have been caused by complications unrelated to the device. A pneumothorax is a known risk of the device and the procedure. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.